Manufacturer narrative:
Ate of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced a severe escherichia coli infection in their scrotum and pelvis. There were no issues with the device. All components were explanted. No further patient complications were reported.